Event description:
Clinical study. Same case as 6000089-2006-01354. It was reported that during a coronary drug eluting stenting treatment procedure the patient had a myocardial infarction (mi) and stent thrombosis (st). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed, bifurcated, 12mm long portion of the distal right coronary artery (dist rca) with mild vessel tortuosity and possible thrombus present. The physician treated the target lesion with pre-dilatation and successful placement of two taxus liberte' drug eluting stents of size 3.00x16mm and 2.50x16mm. The stents were post dilated. Post-procedure, target lesion had 10% diameter stenosis. During the implant procedure, the patient had a non q-wave mi which was resolved by medical therapy only. The patient also had thrombosis in the 3.00x16mm stent which was resolved by medical treatment. In the opinion of the physician, the relationship of the mi to the taxus liberte' stent was unknown. The physician did not think the st was device related but was not 100% sure. The patient was discharged 7 days later on aspirin and plavix. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.